Event description:
Magnesium sulfate 40 grams in 1000ml infusing at correct rate. Pump read "air in tube". Air was advanced and pump stated "too much air, must remove tubing". Tubing attempted to be removed and safety clip lock was stuck in pump. Pt received free flow of i.v. When blue clip was in place. Pt received approx 10ml bolus of mgso4 i.v. Pt complained of chest pain. O2, EKG done. Vital signs stable and EKG normal sinus rhythm. Pt's symptoms resolved within 5 minutes. Symptoms may have been due to initial bolus of mgso4 ordered by physician. Feedback given by nurses stating that it is difficult to remember/determine which way to insert the clamp into the pump. A suggestion was made that the blue clamp could have an arrow on it or some designation showing the user which end gets inserted into the pump. If a user is having difficulty and the tubing remains unclamped during this timeframe, this could possibly contribute to a free flow situation. The following are the steps that take place in order to get the IV to freeflow: hit stop to stop pump, hit open to remove tubing, if tubing comes out but blue clip gets stuck or does not come out, pump alarms reset manual tube release, in order to do this pump display prompts you to turn manual tube release clockwise, when the user does this, freeflow is started. The only way to stop freeflow is to clamp the tubing with the roller clamp and bag will run until empty. The reset manual tube release alarm will continue to occur until the manual tube release can be reset without the tubing or the blue pinch slide clamp in the IV pumps tubing channel. Reporter's immediate concern is that when a small volume/high concentration medication is on a pump, the infusion may free-flow into the pt when a nurse is trying to troubleshoot and fix the problem. Morphine and insulin for example are high alert medications that are usually at a one-to-one concentration in a small amount of fluid.